Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the insulin pump was malfunctioning. No further information was provided. No further information was available.there was no indication the product caused or contributed to and adverse event. This complaint is being reported because a malfunctioning pump may result in over or under delivery of insulin to the patient.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 14-may-2018 with the following findings: during investigation, the battery compartment was cracked above the grip pad with moisture corrosion in it. A large crack was found across the bottom of the display lens. The pump passed all required testing. The pump history and black box showed no evidence of pump malfunctions.